Manufacturer narrative:
H.6. Investigation summary: instrument sedi-40 (B)(4) was not returned to the manufacturer for service with respect to the reported defect ¿ fill error. Instead the replacement which was sent to the customer was returned. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that bd sedi-40 had issues with the esr instrument. This was discovered during use. The following information was provided by the initial reporter: problems with tube results in sedi-40. Unclear whether issues with tubes are due to erroneous sedi-40. The problem is that the sedi-40 indicated that the tubes have not been filled properly, even if they actually have.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd sedi-40 had issues with the esr instrument. This was discovered during use. The following information was provided by the initial reporter: problems with tube results in sedi-40. Unclear whether issues with tubes are due to erroneous sedi-40. The problem is that the sedi-40 indicated that the tubes have not been filled properly, even if they actually have.